Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to unknown reasons. A new inflatable penile prosthesis consisting of 18 cm x 12 cm cylinders, pump, and reservoir were implanted. Additional information received indicated device malfunction due to age of device and fluid loss. No further complications were reported in relation to this event.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to unknown reasons. A new inflatable penile prosthesis consisting of 18 cm x 12 cm cylinders, pump, and reservoir were implanted.